Manufacturer narrative:
Customer returned meter and although no date or time issue was evident. It is possible the results would be affected at the time of up load to a computer using the p-link software. Customer and retailers have been informed through the adc fa21dec2006letter

Event description:
The customer called reporting that when data was up loaded to a computer, the time and date were two month's in the future.